Event description:
It was reported that during the registration phase of an ion transbronchial lung biopsy procedure, the patient sustained a grade 1, potentially a grade 2, airway tear, approximately 1.5cm in length, to the right middle lobe bronchus. The pulmonologist reported that the event occurred, ¿possibly because I overwhelmed the system during the registration of the airways. The robot wasn¿t moving properly, so I kept trying to move it a little. When it continued to not move in the way I expected, I stopped touching the controls and then it moved on its own. The laceration was visually identified after the rogue movement.¿ that was the only time during the procedure that happened; the physician stated the catheter movement was fine after the event. The physician continued the procedure and successfully biopsied the lesion that was located in the left upper lobe which had nothing to do with the airway tear. No medical treatment was required for the airway tear; only extra intraoperative imaging to check for pneumomediastinum was performed. The patient was discharged and is doing well at home. The ion system was tested and verified as ready for use and the site performed additional cases afterwards.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse performed diagnostic testing and attempted to reproduce the event. The ion system passed all testing. Motor/button status inspection found all button functionality was normal. The reported event could not be replicated. The ion system was verified for use. The system logs were downloaded by the fse and reviewed. The logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. Additional logs reviewed by an ion systems analyst and an isi clinical development engineer (cde) were used to replicate images on the system cart monitors at certain timestamps within the procedure. There was no sign of forward motion that was not commanded by the user from the controller, and there was no evidence of latency between the controller¿s commands and the catheter¿s response.